Event description:
Customer reported "rn was giving an IV push of doxorubicin when she noted a small drop of fluid on the absorbent pad. The drop of fluid was coming from the connection at the luer lock. No pt or staff harm occurred. Although requested, no additional pt or event info was provided.

Manufacturer narrative:
(B)(4). The device has been received but the eval has not yet begun. A f/u report will be submitted once the failure investigation has been completed.